Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 5 years and 5 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2017 for a driveline infection. The patient was treated for 6 weeks with IV antibiotics, and a surgical debridement was performed to the area. The patient was discharged on (B)(6) 2017.

Manufacturer narrative:
The pump remains in use supporting the patient, and no further events have been reported. A direct correlation between the device and the reported driveline infection could not be determined through this evaluation. The instructions for use lists driveline infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that on (B)(6) 2017, the patient was admitted for a driveline infection (B)(6) 2017, and underwent a driveline debridement procedure. The patient was discharged on (B)(6) 2017. It was also reported that in addition to the surgical debridement for the driveline infection on (B)(6) 2017, a washout of the exposed driveline of the right abdomen was performed and a wound vacuum was applied. It was reported that the wound was healed and the patient was doing well at home.